Event description:
A customer reported a past event of low blood glucose level with the lowest recorded level being 2.8 mmol/l. There was no adverse impact to the customer¿s blood glucose level following the event as they consumed carbohydrates to address the issue. Technical support recommended that the customer consult their healthcare provider for further discussion on factors affecting blood glucose levels, and the customer acknowledged and understood this advice.